Manufacturer narrative:
(B)(6). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "oil mist" or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The initial report incorrectly stated an event of an oil mist or haze emitting from the sterrad® 100nx sterilizer. Upon follow-up with the customer, it was confirmed there was no report of any oil mist of haze. The customer reported there was an oil leak with their sterrad® 100nx sterilizer. A field service engineer was dispatched to the customer site. The oil mist filter housing was adjusted to resolve the oil leak issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the oil leak issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the oil leak issue was reviewed from the prior six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the oil leak issue is likely due to the oil mist filter housing. The field service engineer adjusted the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Device manufacture date correction from 2/16/2017 to 2/15/2017. Asp complaint ref #: (B)(4).